Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The hospital biomed stated that a staff nurse reported the device was not capturing during pacing. The nurse told the biomed that there was a good qrs waveform. No event strips or additional information is available. No adverse patient was reported, another defibrillator was used to pace the patient.